Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead were associated with intermittent loss of capture for the pacing-dependent patient during an ablation procedure. It was reported that pacing spikes were observed with loss of capture during the ablation burn. Device outputs were reprogrammed higher, and intermittent loss of capture was observed during the subsequent ablation burn procedure; it also was observed that the pacing thresholds increased and pace impedance measurements decreased during the ablation burn. Normal pacing capture resumed when the ablation was concluded. There were no adverse patient effects. Boston scientific field representatives and technical services consultants discussed the possibilities of the pacing energy being shunted away from the lead tip and changes in the localized tissue due to the heat generated during the ablation procedure, as possible causes for the clinical observations.